Event description:
The pt is pursuing a product liability claim. It was reported, that zimmer mmc cup 46 mm / 38 mm code d was implanted on (B)(6) 2011 on the left side. The pt underwent a revision surgery on (B)(6) 2014 due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow up report will be submitted. (B)(4).